Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient initially reported that they were not able to charge their controller. After further investigation agent found that the controller was charged indicated by solid green light and patient confirmed 100%. Patient confirmed the controller displayed battery empty cannot provide stimulation recharge the implanted device (81). Patient stated they interpreted the message wrong and confirmed there was nothing wrong with charging the controller. The patient commented that they do not know why their implant would be depleted already as it was charged yesterday. Agent instructed patient to charge their implant. Patient alleged the same message displayed, but confirmed the green light flashing. Agent guided patient to access battery screen, patient confirmed recharging excellent. Patient commented that the controller displayed a different alert prior to the call, patient seemed confused on how to use their equipment but confirmed everything was working as intended during the call. The issue was resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown what led to the implant depleting more quickly than expected. The patient reported no action was needed to resolve as the issue has not happened again. Patient stated they were supposed to call if it happened again.